Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents (details unk) were implanted at the mid rca (ref MFR #2953200-2010-02418). However, it is reported that the patient suffered an mi one day post implant of the relevant stents. No other clinical sequelae were reported. The event was identified by the clinical events committee and deemed to be consistent with an mi. Mi was categorized as a non q wave mi, in the territory of the implanted stent. Patient was asymptomatic / free of symptoms at 30 day, 6 month, 1 year and 1.5 year f/us.

Manufacturer narrative:
(B)(4). Eval, results: (mi).